Event description:
It was reported that 50 syringe 30ml ll had liquid in the syringe before use. The following was reported by the initial reporter: "oily residue in syringe it was reported that the customer has identified an oily residue in the majority of the syringes in the box.:

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-23. H6: investigation summary: nine sealed samples of lot 2001238, nineteen sealed samples of lot 2001239, and three photos have been provided to our quality team for investigation. Upon visual inspection of the photos, no signs of excess silicone can be observed inside the syringe. A device history review was performed for reported lots 2001238 and 2001239, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lots 2001238 and 2001239 and found to be within specification. Testing was performed on the returned samples, results verified amount of silicone was with the required limits. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 50 syringe 30ml ll had liquid in the syringe before use. The following was reported by the initial reporter: "oily residue in syringe it was reported that the customer has identified an oily residue in the majority of the syringes in the box.